Event description:
International affiliate reports that six (6) moss miami final tighteners became stripped during screw tightening, resulting in the tips becoming blunt and preventing tightening with these instruments. Additional moss miami final tighteners were available for use during the procedure. Affiliate reports these was no resulting delay and no adverse consequences to the patient. The following mfg. Medwatch reports are being filed for the six moss miami final tighteners that were involved in the event: 1526439-2014-11695, 1526439-2014-11696, 1526439-2014-11697, 1526439-2014-11698, 1526439-2014-11699, 1526439-2014-11700.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The moss miami single inner final tightener was not returned for evaluation. A device history record (DHR) could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the x25 final tightener was conducted on the specific code from this complaint as a device family does not exist for this instrument. This analysis found no systemic trends that require further action. No corrective or preventative action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation